Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user attempted to issue keflex 250 mg, but instead found 500 mg in the cubie, indicating that the wrong medication was stored in the wrong cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the wrong medication had been placed in the cubie. A technical support specialist inspected the issue and confirmed that the customer had been able to cycle count the medication into the correct cubie. The system functioned as intended after the technical support specialist investigated the issue.